Event description:
An eyecare practitioner reported that a pt experienced "a corneal abscess on the right eye" assoicated with wear of focus night & day lenses. Pain level stated as severe, however there was no anterior chamber reaction reported. The ucler was approximately 2mm in size and located outside the visual axis, and recovered after treatment with antibiotics and steroics with scarring but without a loss of visual acuity.